Manufacturer narrative:
This initial MDR is the only report being submitted for MFR # 2954740-2017-00193. Weight: (B)(4). Concomitant products: guiding catheter (9fr optimo, tokai medical product) microcatheter (marksman, medtronic). Solitaire thrombectomy device. The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a revive se (frs21452299/s10649) was used during a thrombectomy procedure where the patient developed asymptomatic intracranial bleeding (ph2) at the occluded blood vessel site immediately following the procedure. Prior to development, mrs was 0 points. On (B)(6) 2016 at 8:30am, the patient developed an acute stage cerebral infarction at the proximal portion of the internal carotid artery system, right intracranial internal carotid artery occlusion (m1p). The patient was hospitalized at 2:41pm. Prior to the procedure, aspects-CT: 8 points, nihss: 14 points. There was almost no vessel tortuosity at the occluded site and there was no stenosis found proximal to the occlusion. The vessel diameter at the proximal portion was 2.4mm, distal portion was 1.8mm, and the length was 5mm. The t-pa was not applicable. At 4:19pm, the puncture was made. A guiding catheter (9fr optimo, tokai medical product) was inserted at 4:27pm and a microcatheter (marksman, medtronic) was inserted at 4:40pm. The revive se was deployed twice at the occlusion site and tici: 0 points was obtained at 5:01pm. A solitaire thrombectomy device was deployed once and tici: 3 points was obtained at 5:09pm. The procedure was completed and the guiding system was removed at 5:45pm. Immediately following the procedure, nihss: 8 points and asymptomatic intracranial bleeding (ph 2) was observed in the occlusion site. On (B)(6), 2016, mrs: 5 points. On (B)(6) 2016, aspect-CT: 8 points, aspect-dwi: 7 points. On (B)(6) 2017, mrs: 4 points. Reportedly, the patient was a (B)(6) male that had a history of complication with cardiovascular disease who was being treated for atrial fibrillation. He did not have a history of cerebral infarction.

Manufacturer narrative:
This final MDR is the only report being submitted for manufacture report # 2954740-2017-00193. Conclusion: the revive se was not returned for investigation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No device returned device ineffective and hemorrhage are known potential adverse event associated with the use of the codman revive se device and are listed in the IFU as hemorrhage and continued occlusion of the target vessel. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests the underlying disease process of cerebral thrombosis and vessel to device interaction may have contributed to the reported events. There is no current safety signal identified related to the reported event(s) based on review of complaint history for the device. No further actions are required at this time.